Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that while prepping intubated patient for an MRI, the ivent screen flashed and tidal volume was not stable when they placed the patient on the MRI table. The respiratory therapist reportedly made the decision to switch the patient to an ambu bag, however, one was not readily available. During retrieval of the ambu bag, the ventilator reportedly stopped. It was reported that the patient subsequently died.

Manufacturer narrative:
A checkout of the device was performed by ge healthcare. Ge healthcare noted that the battery was exhausted and the device was not working on ac power. Ge healthcare determined that the fuse was blown, preventing the system from working in ac mains and causing an ac disconnect alarm. The exhausted battery was replaced with a charged battery, and the unit operated on battery power. The device logs were downloaded and reviewed. The logs indicate the system was used on battery mode for 54 minutes 39 seconds on the date of the reported event. All of the indications of ac disconnect and the low battery and battery empty alarms were acknowledged by the user without taking the corrective action as indicated in the user reference manual. The machine ran for 10 minutes after the battery empty alarm was activated and then shut down. The system shutdown occurred because the battery was completely exhausted. Based on ge healthcare¿s observations, testing, and device log review, the device operated as expected and the device shut down due to battery exhaustion caused by user inaction despite acknowledging system alarms warning the user of the system conditions.